Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's daughter reported an occlusion issue as patient was taken to the hospital. Patient was admitted to hospital with blood glucose level of 878 mg/dl and diagnosed with diabetes ketoacidosis. Patient had symptoms of lethargy, incoherency and vomiting. The patient received insulin via injection, fluids via intravenous route as corrective treatment and the insertion site was changed. The patient was hospitalized for more than three days. Currently, the patient was in the intensive care unit and was being treated with an insulin drip. No further information available.